Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 598 mg/dl. The customer also noted that she had been exposed to poison ivy. She contacted her doctor, who advised that she needed a steroid. After 3 days the poison ivy calmed down and went away. Her most recent blood glucose was 220 mg/dl. She noted that she had change the infusion set that morning and advised that she had been eating a lot of desserts at the time of the high blood glucose. She stated that the insulin pump had been dropped and fell to the ground. She declined to check her settings. She declined to troubleshoot the insertion sites. She stated that she had treated using about 50 to 60 units of insulin. She advised that she kept treating with the insulin pump and declined to discuss the condition of the drive support cap. She declined to proceed with the troubleshoot procedure.